Event description:
The radiopaque markers detached from the catheter upon removal through a femoral sheath and remained inside the patient. This was discovered immediately, and the markers were removed without issue or injury to the patient.